Manufacturer narrative:
(B)(4).

Event description:
It was stated that the patient experienced weight loss over the past year and the implantable neurostimulator (ins) moved around. It was stated that when the patient put on her pants, it caught and the ins site had become sore over the past 3 months. It was also stated that the patient fell on (B)(6) 2013 and does not believe the ins was ¿doing what it was supposed to be doing.¿ it was noted that the patient had an appointment scheduled for (B)(6) 2013 and requested that a manufacturer representative be there. Additional information received reported that the manufacturer representative did not make it to the patient¿s appointment. It was also stated that the manufacturer representative did not make it to the last 3 appointments that were scheduled as well. It was added that the patient had not seen a manufacturer representative in ¿over 3 years.¿ it was further stated that the therapy was not helping and had become ¿bothersome.¿ it was later reported that the patient was to have the ins explanted.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).